Manufacturer narrative:
Concomitant products: rvdr01 ipg, implanted: (B)(6) 2017.

Event description:
It was reported that that the patient had undersensing on the right atrial (ra) lead. It was reported that the atrial undersensing was noted during an atrial arrhythmia and led to mode switching of the device. The ra lead was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was undersensing small atrial morphologies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.